Event description:
It was reported that a medical professional was having difficult to use her programming system. The motion tablet was slow and kept resetting to 2011, which makes is difficult to download data. It was reported by the nurse that the tablet had been turned off for 8 months. Troubleshooting performed did not solve the issue; the device continued displaying error messages and not communicating normally. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspected motion tablet was not returned to the manufacturer for analysis to date.

Event description:
The suspected motion tablet was returned to the manufacturer on 11/21/2016. An analysis was performed on the returned tablet and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.